Manufacturer narrative:
Initial report sent: 10/23/2007.

Event description:
Procedure type: kidney/adrenal grand. According to the reporter: the balloon exploded during use. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported. Patient in well condition.